Manufacturer narrative:
The evaluation of the event is ongoing and follow-up in progress to obtain additional information regarding the event. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had a defective roller. There were no reports of patient harm.

Event description:
It was reported the subject device had a defective roller. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h2, h3, h4, h6, h11, d8. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. Olympus will continue to monitor field performance for this device.